Event description:
As reported by (B)(4) hospital, PICC was removed and replaced due to leakage at the extension leg/hub. No patient injury or complications was reported. The used PICC is being returned by the hospital.

Manufacturer narrative:
It has been indicated that the used PICC will be returned to navilyst medical for evaluation, but to date, it has been received. Upon receipt of the sample/completion of the investigation a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical june 2015 complaint report was reviewed for the xcela PICC product family and the failure mode for "hub extension tubing detached." No adverse trends were indicated. A complaint sample was originally expected, but was never received. Without receiving product for evaluation a definitive root cause for the reported device failure is unable to be determined. A potential root cause for the extension tubing fracture at the hub could be erosion of the extension tubing at the hub joint due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100 percent visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100 percent leak testing. The directions for use packaged with the device contains information for the end user to reference in order to maintain the integrity of the catheter. The information that is provided includes, but is not limited to the following: "do not use the catheter with chemicals that are incompatible with any of its accessories, as catheter damage may occur.; acetone and polyethylene glycol - containing ointments should not be used with polyurethane catheters, as these may cause failure of the device. Incompatible drug delivery within the same lumen may cause precipitation. Flush catheter lumen following each infusion. Catheter securement: prepare securement site with alcohol and remove betadine, if present. Apply skin prep solution for enhanced adherence and skin protection. Allow skin prep solution to completely dry (10-15 seconds). Care of insertion site and dressing: warning: prior to dressing catheter and access site, inspect both to assure they are completely dry of isopropyl alcohol-based cleansing agents. All efforts are to be made to keep insertion site and dressing clean, dry and intact." (B)(4).